Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently was not reading an ECG signal through the ECG connector and the paddles lead, and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. A backup device was available and was immediately used. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was not able to provide any further details.